Event description:
Caller reported that the t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. Although various troubleshooting steps were attempted, including using different adapters and cables, the pump¿s charging connection was not recognized, and charging did not commence. There was no reported impact to the customer¿s blood glucose level. As a corrective action, tandem technical support arranged for a replacement pump to be sent to the customer, who was instructed to return the faulty pump within 10 days using the provided packaging and label. Customer planned to use mdi as a backup therapy until the replacement arrived.